Event description:
The patient had a left hemicolectomy in 2001 following an episode of diverticulitis in october 2001. Anastomosis was performed by the surgeon, who then experienced some difficulty extricating the device. The surgeon "re-activated" the device and then removed the device. The surgeon confirmed that the anastomosis was tightly sealed. Patient subsequently developed peritonitis with severe septic shock due to an alleged anastomotic rupture. Patient was returned to the or 4 days after event date where a left iliac colostomy was performed. Following the operations of 2001 and patient allegedly experienced a number of complications, including a coma with anoxic encephalopathy, acute renal failure, respiratory distress syndrome, cerebellar acv, and actute coronary syndrome, saro pneumonia; anemia and malnutrition, and received a tracheotomy. Surgery was performed in 2003 to close the colostomy and reestablish intestinal continuity.